Event description:
It was reported that an intermittent altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no reported impact to the customer's blood glucose. The customer continued to use the pump for insulin therapy.